Event description:
Reporter alleged discrepant values between the blood glucose monitoring device and a valid comparative in the doctor's office performed at the same time. Reporter stated meter read 336 mg/d: and the dr's device measured 118 mg/dl. Treatment was rec'd at the dr but was previously obtaining high meter readings. Reporter stated no controls were used and a request was made for the return of the suspect device and replacement product was sent.